Manufacturer narrative:
G4:02mar2021, b4:04mar2021, h11:g5:k102985. H10: the product service engineer (pse) confirmed the lower part of the display screen is a bit blurry, but it does not affect the use. The equipment has passed the warranty period and the customer does not want to spend money on repairs. No part was repaired or replacement on the ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:05apr2021. The unit not was in clinical use at the time the reported issue was discovered; there was no harm to the patient or the user. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
The customer reported touchscreen issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.